Event description:
It was reported that a trach tie strap tore in half leaving the airway unsecured. This happened during a turn. Luckily rn's held onto trach tube. Airway was not lost. No adverse patient effects were reported.